Event description:
It was reported the patient developed a burn on the skin under the device, which was assumed to be an overheating issue. The heating issue could not be replicated. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Additional information received. It was indicated the device left a hot to the touch reddened mark on the skin of the patient. The device was removed and a cold pack was applied. The reddened area disappeared after approximately one hour. Extensive testing performed by biomed did not replicate the issue. Based on this information, the reddened area is not considered a serious injury as it was not life threatening, did not result in permanent harm, and medical intervention was not required to preclude permanent harm. This is no longer considered a reportable event.